Event description:
Allegedly pt was a "redo cuff". Six weeks post-op pt had a "huge collection of purulent material" that was evacuated. Graft jacket cover patch was loose and didn't seem incorporated into the cuff below it. Culture performed.